Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 1 2 was causing the station to shut down. A field service engineer replaced the drawer controller board, after which the customer tested the drawer and confirmed that all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering up. The customer reported that the station was down, the device was not powering up, and the screen was black. They had unplugged the station and attempted to reboot it, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.